Event description:
Surgeon using the lab bovie with the lap cholecystectomy cord and a laparoscopic instrument. During use the cord burnt through and sparks flew out the end of the cord. Part of the broken cord fell on the sterile field. No drapes were burnt. No harm to the patient or staff. Sent to biomed department.